Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of bevacizumab infused faster than expected. The rn meant to press "130" for 1 hour and 30 minutes, but instead missed the 1 and just entered "30". There was no patient harm.